Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During further device evaluation, it was observed that there was no image due to damage on the charge-coupled device unit. Additionally, it was observed that the plug unit and printed circuit board was faulty contributing to the screen black-out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope had no image. The reported issue was discovered at a daily check, during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to a malfunction of the plug unit and circuit board caused by accumulated electrical stress from repeated energization or overcurrent from accidental application of static electricity. Olympus will continue to monitor field performance for this device.